Event description:
It was reported that an ilet insulin pump sustained a cracked touch screen that rendered the display nonresponsive and not navigable, and the device was reported to no longer be watertight. No injury and no reported change in blood glucose reported. Outcomes included loss of device function requiring replacement and user reliance on continuous glucose monitor (cgm) via the dexcom app or receiver for continued monitoring. Investigation included collection of use history, confirmation of data sync, and counseling on device shutdown to prevent further alerts. Investigation of this case revealed physical damage to the touchscreen and an inability to verify device performance due to 0% screen visibility. It was concluded that the device was damaged, could not support therapy operation, and required replacement; therapy data would not transfer and the standard startup process would be required on the replacement device.